Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient¿s ipg had reached end of life rather than showing low battery warning. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.